Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy with omental flap creation, the port of the device was defective, as it have a hole and could not be used. To resolve the issue, a new device was used. There was no patient injury.